Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
It was reported that the customer's blood glucose level was 438 mg/dl. The customer treated with manual injection. The customer was hospitalized for back surgery at the time of the report. The customer received a motor error alarm from her insulin pump. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.